Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) stopped compressions was confirmed based on the archive data review and functional testing. A review of the archive data showed the autopulse platform had stopped compressions multiple times due to fault code 27 (encoder fault (> 3000 rpm)) during active operation around the customer's reported event date. The fault code 27 was replicated during functional testing performed at zoll. The root cause of the issue was the defective power distribution board (pdb), likely due to a defective component. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Functional testing failed as the autopulse platform stopped compressions and displayed fault code 27 (encoder fault (> 3000 rpm)). Zoll service personnel determined that the root cause was the defective power distribution board (pdb). Upon replacement with a known good pdb to remedy the fault code 27, the autopulse was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) and known-good test batteries until fully discharged. However, the autopulse platform stopped repeatedly with user advisory (ua) 17 (max motor on time exceeded during active operation). Troubleshooting the issue determined that the root cause of the ua17 was the defective drivetrain motor, and it was replaced to address the problem. Subsequently, the autopulse platform was subjected to an additional run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until fully discharged. The platform passed the test without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) stopped compressions multiple times while resuscitating a patient in cardiac arrest. The crew could not recall which fault or error message was displayed by the platform. As per the customer, the battery was fully charged (showing 4 solid green led lights) before inserting it into the platform. The crew repositioned and adjusted the lifeband, but the issue was not resolved, and the autopulse platform would not re-start compressions. The customer stated that sometimes the autopulse platform stops after performing 3 compressions, and it will sometimes go back to its continual compressions with no problem. No consequences or impact to the patient. The crew was unable to reproduce the issue after the call. The customer additionally reported that the autopulse platform displays user advisory (ua)18 (max take-up revolution exceeded) during shift checks, the expected result of their daily autopulse platform preparation routine.